Event description:
The recipient reportedly experienced redness and discomfort at the implant site. The recipient was prescribed mupirocin 2% 4 times a day for 2-3 days then 1 time a day thereafter. The recipient has healed well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.